Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm, off no power and blank display. Customer's blood glucose level was unknown. Customer advised the insulin pump would beep, then tell them to rewind. Customer received a motor error alarm followed by an off no power alarm. Customer changed the battery and the display screen was blank. Customer declined to troubleshoot and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected blank display, low battery or off no power alarms were noted. The pump passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. No excessive no no delivery alarms or motor error alarms were noted. Unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.